Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed loss of capture on the left ventricular (lv) channel. Technical services had the representative change the lv threshold test rate and then check the right ventricular (rv) sense. When the lv test rate was lowered to 105 beats per minute, the rv sense occurred about 280 ms later. After reviewing shock egms and lv pacing test, it was suspected the lv lead dislodged into the left atrium, and the left atrium has conduction to the rv. Technical services recommended performing an x-ray and suggested turning off lv pacing until the situation could be resolved. The representative provided the recommendations to the physician. The physician planned to refer the patient to a different hospital for lv lead assessment. No further details were available. At this time, this lv lead remains in service and there were no adverse patient effects reported.